Event description:
It was reported that the insulin gauge was inaccurate. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Reportedly, the customer contacted their healthcare provider for guidance on addressing elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.